Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 295 mg/dl. A system check was performed and the occlusion was found to be within the tubing. However, customer used fiasp insulin and tandem technical support educated customer on cartridge/insulin labeling. The infusion set was changed to address the event and insulin delivery was resumed.